Event description:
It was reported that this patient with an subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted developed an infection and a hematoma. The pocket was successfully revised and the system remains in service. No additional adverse patient effects were reported.